Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Two months and twenty eight days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012. No further information was available.

Manufacturer narrative:
Pt code: used for retrograde ejaculation.